Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
After 3 months inserting the catheter there was a leakage in the position just under the hub of the catheter.

Manufacturer narrative:
Received a 14f x 28cm hemo-flow catheter for evaluation. A visual inspection reveals the hub to be discolored with tape residue on it and the catheter. There a small cut/tear in the catheter just below the hub. The tear appears to have smooth edges and in a v formation. The catheters are subjected to air/liquid leak test and visual inspection. The catheter was inserted and used for 3 months prior to the failure. There is no evidence of a manufacturing defect. It appears the lumen was nicked by a sharp object such as a needle. We are unable to determine the cause or factors that may have contributed to this event.